Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 800 mg/dl. Symptoms reported include hyperglycemia and vomiting. It was also reported that the pod was leaking insulin. The patient was treated with an insulin drip but also changed the pod and dexcom prior to discharge. The patient was released two days later. The pod was worn when seeking medical attention.